Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad). The lesion was pre-dilated with 2.0x15mm balloon catheter. This 2.5x16 promus element stent delivery system (sds) was selected; however, it was unable to cross the lesion. The device was removed and the end of the stent was damaged. The lesion was pre-dilated a second time with the same 2.0x15mm balloon catheter and another 2.5x16mm promus element sds was deployed in the mid lad. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed no issue with the crimped stent. The balloon section of the device was visually and microscopically examined and no issue was noted with the balloon profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device tip bond has stretched over a length of 8mm, starting 3mm proximal to the distal tip. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad). The lesion was pre-dilated with 2.0x15mm balloon catheter. This 2.5x16 promus element stent delivery system (sds) was selected; however, it was unable to cross the lesion. The device was removed and the end of the stent was damaged. The lesion was pre-dilated a second time with the same 2.0x15mm balloon catheter and another 2.5x16mm promus element sds was deployed in the mid lad. No patient complications were reported and the patient's status is stable.